Manufacturer narrative:
The device was explanted and returned with an unspecified complaint. Final analysis found telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device all to be normal. No anomalies were detected.

Event description:
It was reported that the patient's implantable cardioverter defibrillator was explanted and replaced for an unknown issue. No further information was provided.